Manufacturer narrative:
The investigation into positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was use related during repositioning causing the device to pull out of the left ventricle. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19222.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during support for the male patient, the impella cp was repositioned and after pulling back of the catheter the impella was pulled out of the left ventricle. Re-crossing the valve was unsuccessful. The impella was therefore explanted. Patient is stable and left ventricle (lv) function is noted to have normalized.